Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable revealed that the polyurethane jacket had bunched up and torn approximately 19.25¿ from the system controller connector; however, there appeared to be no damage to the underlying armor layer and wires. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. Additionally, the inline connector and controller connector bend reliefs showed gradient, light gray and dark gray discoloration. The controller and inline connector pins appeared unremarkable. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 10 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the modular cable was exchanged in clinic due to tears in the silicone jacket. The exchange took place without incident.